Event description:
It was reported that at follow-up during interrogation clinician noticed an as-vs marker but pt is completely dependent. Threshold test were fine. Reinterrogated, the device got same results. Tech services determined that this could be resolved by reprogramming one or more of the real time egm channels from rv and lv unipolar tip.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.